Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. The patient returned to the ward at 2:00 am. The patient had vomiting symptoms at about 3:00 am and felt that there was something disintegrating in the wound. There was no explanation at that time, and she talked about it to doctor later. The patient felt shoulder pain, upper abdominal pain, cold sweat, and the state was not good. At 2:00 am of (B)(6), 2026, the patient underwent b ultrasound, and CT was performed at 4:00 am. The results showed abdominal effusion, bleeding and hematoma. The CT was reexamined at 10:00 am, showing decreased hemoglobin. The multi-department consultation. The second surgery was performed at 2:00 pm, it's reported wound dehiscence, with blood loss of 2000ml. The laparotomy doctor found that there were two breakage points on suture pdpb346 which sewed in the fascia layer, and one breakage point on suture pdpb345 which sewed in the peritoneal layer. However, there was no problem about suture knots for these sutures. The uterus was given double-layer continuous sewing, muscle interrupted sewing for three stitches, subcutaneous interrupted sewing for seven stitches, and skin continuous sewing. There was no problem for the sutures sewing at these tissue levels. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any concomitant procedures performed? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What tissue dehisced? How was the dehiscence managed? Where was the break noted (termination, middle, end)? Were there any precipitating patient stress factors that led to the sutures untying, breakage or pulling out of the tissue? Were there any precipitating patient stress factors that may have caused any increased abdominal pressure (for example, coughing)? Was there any tissue tension? What was the bleeding source and triggering event? How was the bleeding treated? Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? Was the patient on anti-coagulants prior to surgery? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Are photos available?